Event description:
During a total knee replacement, guide pin broke off in proximal shaft of tibia. Surgeon did not remove the pin stating it would not interfere with the patient's recovery or mobility.